Event description:
IV had been established for patient. As soon as the rapid infuser was turned on, blood began spewing out of the IV tubing. Tegaderm was used to cover the hole and contain the bleeding until the tubing was replaced.